Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5109611) that a female patient underwent an unspecified breast surgery with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including palpitations, chest pain, leaky gut, candida, muscle spasms, swollen joints, dry mouth, dehydration, fatigue, and vitamin deficiency. It was reported that patient was deficient in b vitamins and vitamin b-12 while pregnant which reduced the transfer of vitamins to patient¿s baby in utero. The patient¿s daughter was born with autism. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 29-jun-2022, mentor received additional information about the event: an event date of 28-jan-2005 was reported. The patient age at the time of event is 21 years old. The patient race is white and ethnicity is not hispanic/latino. The implantation date is (B)(6) 2005. Additional systemic symptoms were reported including fast heart rate, dry eyes, muscle weakness, blurry vision, anxiety, had four miscarriages, and addison¿s disease. The patient reported that the valves on her breast prostheses were defective and that they had mold on them. Manufacturer¿s reference number: (B)(4).